Event description:
It was reported that there was damaged battery compartment. The event occurred during testing. Upon review of the investigation it was found that the downstream occlusion seal is delaminated.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint is confirmed. It was found that the downstream occlusion seal delaminated. The seal was replaced.